Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown. Customer advised their reservoirs filled with air bubbles and failed to work properly. Customer advised they used different reservoirs in the past and did not experience this issue. Customer wanted different types of reservoirs to avoid air bubbles. Customer was unable to be reached for troubleshooting and sending new reservoirs. The insulin pump will not be returned for analysis.